Manufacturer narrative:
The date of event is estimated. The item/lot code information was not provided. Therefore, the expiration dates and manufacturing dates are unknown. No samples were available for evaluation. Therefore, no testing can be performed. Method: the device was not available for evaluation. No product evaluation can be performed. Results/conclusion: the device was not returned for evaluation. No product evaluation can be performed. Without the finished good lot numbers, relevant portions of the device history records could not be reviewed. It's not certain if the technique or placement of the monoderm material attributed to this event or possibly the health status of the patient could have been a key factor. However, a definitive conclusion can not be drawn at this time. A company representative will follow-up with this surgeon to possibly obtain additional information. Angiotech reference: (B)(4). Item # unknown, quill knotless tissue closure device, 3-0 monoderm, lot unknown.

Event description:
The date of event is estimated: dr. (B)(6) performed a crescent mastopexy and breast augmentation procedure where a quill 3-0 monoderm knotless tissue-closure device was used for skin closure. The patient presented with redness along the incision line. It is uncertain if cultures were taken to confirm infection. However, the patient was placed on an oral antibiotic. It was noted that this was a high risk patient undergoing a reconstructive procedure and who may have had chemo and/or radiation therapy which may affect the wound healing process.